Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24022. Pt received two scs leads with the same lot number. It was reported the pt has not recharged her ipg for two years due to not receiving effective stimulation since implant. As a result, communication could not be established with the ipg as the device is inoperable. Surgical intervention will take place to address the issues.